Manufacturer narrative:
Additional information: additional information received indicated that the concomitant product was 1mtec30 cartridge - no issues reported with the cartridge. The following field was updated accordingly: section d10: concomitant medical product: 1mtec30 cartridge, lot cm34898. Section d9: device available for evaluation: yes. Section d9: returned to manufacturer on: sep 11, 2024. Section h3: device evaluated by manufacturer: yes. Device evaluation: visual inspection reveal that the lens was received stuck inside a cartridge. The lens can be observed to be damaged. Haptic damaged could not be confirmed; although while trying to remove the lens from the cartridge a haptic was inadvertently detached. The lens could not be removed from the cartridge for further evaluation. The complaint issue "haptic damaged" was not identified during product evaluation. The other observed issues during the product evaluation could not be confirmed to be related to a manufacturing or design issue. Conclusion: based on the investigation, no malfunction or product deficiency was identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Section b3: date of event: unknown, not provided, but the best estimate date is on or prior to aug 28, 2024. Section d6a: if implanted, give date: unknown/not provided. Section d6b: if explanted, give date: unknown/not provided. Section h3(no): the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain additional information regarding the event; however, to date, the information has not been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
The surgery center reported of folding issue/bent haptic with two toric intraocular lenses (iols). The extent of patient contact is unknown/not provided. No further information was reported. This MDR report pertains to zcu225 lens. A separate report will be submitted for the zcu300 lens.